Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was noted under the display screen, electronic assembly or motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call, the insulin pump alarmed button error. Customer's mother stated the customer had spent a lot of time by the pool and might have been splashed. Customer's blood glucose was 14.4 mmol/l. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.